Manufacturer narrative:
The OEM (oste) conducted a review of the device history records (DHR) as the manufacturing and quality control review was performed for the affected lot without showing any non-conformities or deviations regarding the described issue. The device was not returned for evaluation. Therefore, the cause of the reported event cannot be determined at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be reassessed accordingly.

Event description:
The technical assistance group became aware that the inner sheath was observed to be broken following a transurethral resection of a bladder tumor (turbt) procedure. It was unknown if the inner sheath had been broken before, during or after procedure. The procedure was completed. No device fragments were found inside the patient and there was no patient injury reported.